Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of three reports involving a subdural tunneling icp monitoring kit ((B)(4)) [same product lot number used by the same user facility, same physician's assistant who implanted the catheters, same adverse event experienced, different patients]. A (B)(6) male patient with an intracranial bleed due to trauma was admitted to the hospital on (B)(6) 2011. The patient had the catheter implanted on (B)(6) 2011 for a low glasgow coma score. During a routine monitoring of the patient's cerebral spinal fluid (csf) on (B)(6) 2011, it was discovered that the patient had ventriculitis through a positive csf culture. The type of bacteria found on the csf culture was reported as (B)(6). The catheter was removed on (B)(6) 2011 and was changed to another catheter (codman bactiseal). The patient remains comatose and febrile in the intensive care unit (ICU). It was reported that the "csf is better".